Manufacturer narrative:
Additional minor defects include: damaged universal cord, scope connector, switches, control body. Stain adhering to the operation area. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent device in for repair due to defects in the air/water nozzle. During repair olympus technician observed the nozzle clogging with foreign material. There was no death or injury reported due to the event. This report is being submitted for incorrect reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deterioration of silicon rubber, leading to clogging. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.